Event description:
Safety seal blew out and released oil mist during surgical procedure.

Event description:
The dr was not concerned. They cleaned up the wound and got another motor. The pr was reported to be fine with no problems.